Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 42.4 cm to 42.6 cm from the distal tip, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise.

Event description:
New information indicated that the lead was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited noise and over sensing. No intervention was reported. No additional information was available.